Manufacturer narrative:
Belated evaluation and reporting of this complaint was done during retrospective review as part of CAPA 20-0074 corrective action 6. It was found that the forceps insert is strongly bent, which may have been caused by excessive force. What is also noticed, the shaft, as well as the insert are labeled differently than provided by karl storz. (Lot missing, company name, article number incorrectly attached and also the ce marking is incorrect). Therefore, we conclude that the articles have been repaired by others, as the articles do not correspond to our drawings. The most probable root cause is user-related. As indications were found that the device was repaired by a third party, a damage to the device cannot be excluded. Furthermore signs of excessive force initiation were found. A device related failure can therefore be ruled out. The event is filed under internal karl storz complaint ID ((B)(4)).

Event description:
It was reported that there was event with a robi plastic handle. According to the information received, a small piece of the product broke intraoperatively and fell in-situ. The part could be found and recovered. No harm to patient reported.